Event description:
Pt reported obtaining back-to-back blood glucose results, of 78 mg/dl and 249 mg/dl. The pt decreased her insulin dose therapy based on these results and had symptoms of hyperglycemia. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. The aviva system: meter, strip lot 300415 with expiration date 03/31/2008.

Manufacturer narrative:
The suspect product is the aviva strip.